Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made during the device check.

Event description:
New information received indicated that the device exhibited another episode of post-paced t-wave oversensing after programming changes were made. Asymptomatic patient presented in-clinic for follow-up. Further programming changes were made during the device check.